Event description:
A doctor reported that following a glaucoma filtration shunt procedure, a pt experienced a shallow anterior chamber, hypotony, and serous choroidal detachment. An unk viscoelastic was injected into the anterior chamber and medication was instilled. At a routine seven day follow up appointment, the filtration device was noted to be in contact with the cornea, and the sclera flap was sutured. The surgeon indicated causal relationship between adverse event and product malfunction is unlikely.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been one other complaint reported in the lot number. Additional information has been requested. (B)(4).